Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level displayed as ¿high," but specific value was not provided. Customer changed infusion set and cartridge to address the high blood glucose level. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.